Manufacturer narrative:
The product was received for functional and visual testing and the reported event was confirmed. Visual inspection revealed no external damage to the unit. It was determined that the operator did not correctly perform part 10.29 per (B)(4) to verify coupler engagement and/or the unit has experienced a hard shock. The root cause for reported failure is an operator error. The device history record was reviewed and no discrepancies were found related to this complaint. The unit was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Manufacturer narrative:
No product has been returned for evaluation nor were x-ray films provided to confirm the alleged event.\. Root cause is unknown at this time.

Event description:
Information was received that the unit was not lengthening. No patient injury was reported.